Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed to be potentially product related. The endoscope used during this event has been requested to be returned, but at this time the product has not been received for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted by technical support engineer (tse). Investigation revealed the following possible related system errors: (B)(4). Additionally, a post market surveillance analyst reviewed the instrument logs for this procedure and found that all instruments, including the endoscope, were reused in subsequent procedures. The endoscope used during this procedure, had an additional complaint created for it on (B)(6) 2022 for it reportedly making noise when it was moved during a procedure (B)(6) 2022. This event is being reported due to the following conclusion: it was reported that during a da vinci-assisted hemicolectomy surgical procedure, the endoscope image was inverted. The surgeon ultimately converted the procedure to open. It is currently unknown blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields in is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the 30 degree endoscope plug image was inverted. Technical support was contacted and the technical support engineer (tse) viewed live logs and noted error 22020 on arm2. The customer stated that the issue occurred mid-procedure and persisted through reseating the sterile adapter and instrument. The customer stated that the scope failed to complete its self-test. The tse informed the caller that the scope appears to have stalled on move to start position. The tse informed the customer that this could lead to the image horizon being off and non-intuitive motion may occur. The tse informed customer that we would have recommended clearing guided tool change when installing scope, and replacing the scope if issue persist. The clinical surgical rep (csr), who was present during the procedure, stated that the surgeon converted to open due to patient anatomy primarily, but the system issue may have been a secondary contributing factor. The tse recommended that the site test the endoscope along the roll axis for friction. The csr informed the tse that the surgeon told him that they noticed friction along the roll axis when handling the scope at the beginning of the procedure. The tse recommended that the site verify friction and return the scope. The procedure was converted to an open procedure. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in sections: d9, g3, g6, h2, h3, h6, and h10 device evaluation information can be found in sections: h6 and h10 intuitive surgical, inc. (Isi) received the 30 degree endoscope plus involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported event. The endoscope was found to have aea damage or friction issues.

Event description:
Refer to h10/h11 for follow-up information.